Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received replace battery now alarm without low battery alert. The customer's blood glucose level was 190 mg/dl. The customer was also reported that the insulin pump received power error but there was no error at the time of call. The customer was assisted to run self test and insulin pump passed the test. The insulin pump will not be returned for analysis.